Event description:
Rochester-pean forceps were being used with 1 piece of gauze on a chest tube. The forceps clamp top snapped off flying and hit a nurse in the neck causing a minor abrasion. Apparently this has happened twice before but the forceps and packaging were not kept or reported. Staff will be reporting any additional issues.